Event description:
The patient was enrolled in the (B)(6) study on (B)(6) 2009 with an 85% lesion in the left carotid artery. The lesion was eccentric, severely calcified and 5mm in length. The vessel was mildly tortuous and 5mm in diameter. The lesion was pre-dilated. Then an angioguard was placed and a precise stent was implanted without any complications. It was noted that there was difficulty removing the angioguard from the patient. When removing the angioguard, there was resistance, distally, where the filter appeared to engage the distal aspect of the stent. After multiple attempts at removal, the physician ultimately advanced the sheath distally into the internal carotid artery, which allowed for withdrawal of the capture catheter and sheath the filter. There was no patient injury reported. The patient was discharged the next day. The patient's mediation included aspirin (pre and post procedure), clopidogrel (pre and post procedure) and heparin (intra procedure).

Manufacturer narrative:
After pre-dilating an 85% stenosed, eccentric, severely calcified, mildly tortuous lesion in the left carotid artery, an angioguard was placed and a precise stent was implanted without any complications. However, it was noted that there was difficulty removing the angioguard from the patient, there was resistance, distally, where the filter appeared to engage the distal aspect of the stent. After multiple attempts at removal, the physician ultimately advanced the sheath distally into the internal carotid artery, which allowed for withdrawal of the capture catheter and filter. There was no patient injury reported and the patient was discharged the next day. Per lake region report (B)(4): cordis corporation reported no product is expected to be returned to lake region medical for evaluation; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of this lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With the limited amount of information available and without return of the product for analysis or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event. However, based on the information available, it appears that the difficulty experienced by the customer may have been caused by vessel characteristics and procedural factors and is not related to a product quality issue.